Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the head would intermittently rise on its own after being plugged in and continues to do it with the siderails unplugged.